Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being classified as a reportable event due to the following conclusion: the bipolar instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was noted to have a damaged distal part with a burned pulley cable. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the erbe generator used with settings: no cutting / coagulation: 2 / beep: 2. The grounding pad was correctly placed on the left thigh. There was no grounding pad defect, no arcing and the patient was okay. 61 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have thermal damage of the bipolar yaw pulley, adjacent to the grip cable . Melted char marks were present at the distal end. Any material missing from the damage of the yaw pulley was likely thermally induced rather than mechanically induced. The known common cause of this failure was mishandling/misuse. The electrical continuity test still passed. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.